Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number and complete facility address were not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the attachment device generated heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the color label was bald, the shaft and housing were scratched, the nose tube and set screw were loose, the cutting bar was caught, and the device made and abnormal and unexpected noise, and had vibration and generated heat. It was further determined that the cutter device could not be inserted, the nose tube was bent/damaged, the labeling was illegible and etching, and the device had component damage. It was further determined that the device failed pretest for labeling assessment, visual assessment, nose tube assembly, thimble set screw, cutter insertion, vibration and temperature. Therefore, the reported condition of the device generating heat was confirmed. The assignable root cause was determined to be due to component failure from wear. H11: corrected data: correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 12/28/2021 to 1/6/2022.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Upon further review of returned device, it was further observed that previously reported conditions of vibration, could not insert cutter, loose and unexpected noise were not confirmed. It was further determined that the device had damaged components. The assignable root cause was determined to be traced to component failure from wear.